Event description:
It was reported that the patient experienced 'heart cramps' from a sudden increase in stimulation from their implantable neurostimulator (ins). It was noted that the cramps would go away when the ins was turned off. The patient's physician did not 'figure this out' until last monday ((B)(6) 2012). The physician was able to get the patient's 'heart cramps' to stop by giving him four nitroglycerin pills. Prior to the cramping issue, the patient noted that experienced sudden increases in stimulation when they would roll over from their back to their belly. It was suspected that the device settings of 'upright' to 'upright and mobile' may have been too sensitive. Follow up information received reported that the company representative met with the patient at which time the upper level to lower level settings were reset along with the transition zone setting. It was noted that the patient slept at a 45 degree angle. At the time the patient left the appointment, the ins was adjusting to the new setting levels. If additional information is received, a follow up report will be sent

Manufacturer narrative:
Product ID 39565-65, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type lead, product ID 3888-56, lot# v760955, serial#, implanted: 2012 (B)(6), explanted: product type lead, product ID 3888-56, lot# v745827, serial#, implanted: 2012 (B)(6), explanted: product type lead, product ID 37754, lot#, serial# (B)(4), implanted: explanted: product type recharger, product ID 37744, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type programmer, patient product ID 37743, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient product ID 37712, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type implantable neurostimulator, product ID 37651, lot#, serial# (B)(4), implanted: explanted: product type recharger, product ID 3708240, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type extension, product ID 3708140, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type extension, product ID 3708140, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type extension. (B)(4).